Manufacturer narrative:
A procedural delay was reported due to the reported event. A steris service technician arrived on site, inspected the unit, and was unable to duplicate the reported event. Upon evaluation, the technician observed several components of the table exhibited corrosion, were missing, or were not functioning properly. Specifically, the lid/covers were missing from control connectors, the fabric of the shroud cover bellows was torn, the table's override controls were not functioning properly, and column covers were exhibiting rust. It was identified that the damage was the result of improper maintenance of the 3085 surgical table. The table is not under steris contract for maintenance services and all maintenance is performed by the user facility. The steris operator manual states on page 1-2, "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The steris maintenance manual states on page 4-2 & 4-3 the proper preventative maintenance schedule for the 3085 surgical table. The technician notified user facility personnel of the proper maintenance activities for the 3085 surgical table. The 3085 surgical table has been removed from service.

Event description:
The user facility reported their 3085 surgical table experienced unintended movement during a patient procedure. No injury was reported.

Manufacturer narrative:
Steris became aware of this event on 7/11/2016 and filed MDR 1043572-2016-00064 on 8/10/2016. Upon receipt of user facility medwatch (B)(4) on 10/12/2016 we reviewed our service history and confirmed the event described in medwatch (B)(4) is the same event which was reported in MDR 1043572-2016-00064.

Event description:
Reference medwatch #(B)(4).